Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 400 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, minor scratched display window, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube. The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk.